Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level around 150 mg/dl. The customer stated that this caused her to experience high blood glucose levels around 400 mg/dl. The customer was unable to troubleshoot as this was a past event. The customer will not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.